Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two pts when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Repeat analysis was performed. The test results were with the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 2 events reported by this customer for two pts tested on two different dates.

Manufacturer narrative:
Samples are collected in 13x100mm greiner serum tubes and centrifuged for ten minutes at 3000 at 20 degrees celsius. Initial analysis if performed from the primary tube. Repeat analysis of the samples was performed on a re-centrifuged aliquot of the original specimen. The customer stated that the specimen for pt #1 was normal in appearance but was a short draw; the tube was only 1/4 full. Accutni quality control (qc) was within established ranges on the day of the event. The customer runs accutni qc twice per day. Service info was not available. Root cause was not determined. Sample collection and processing may have been a contributing factor as the sample was a short draw. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This is event 1 of 2 reported by the customer. The related MDR is 2122870-2011-04571.